Manufacturer narrative:
The device was not sent to the manufacturer for inspection. Based on the customer description of a broken electrode, a review of similar complaints has been undertaken - the most likely root cause is exposure to excessive force during application. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. E.g. IFU 97000160_electrodes for single use_v10.5_print.pdf already contains a warning in chapter 9 "safety": not to overload the device: "warning: risk of injury: overloading the instrument by exerting too much force may cause the medical device to break, bend, and malfunction, and consequently injure the patient or user. Do not overload the instruments. Do not bend bent instruments back to their original position. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the single use loop broke during surgery. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).